Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited noise episodes. The lead was capped and replaced on (B)(6) 2025. The patient condition was unknown.